Event description:
It was reported that pump triggered tandem mobi cartridge alarms, including confirmed cartridge alarm 34 and multiple cartridge alarms with consecutive cartridges, without exposure to magnets or occurrence during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, while technical support arranged warranty replacement pump, confirmed shipping details, provided instructions for storage mode and return of problematic pump within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.